Event description:
It was reported that the left ventricular (lv) lead was not capturing due to dislodgement. It was also reported that the right atrial (ra) lead was not capturing or sensing due to dislodgement. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.